Event description:
Pt had intraortic balloon pump placed during cardiac catheterization on 11/18/96. On 11/22/96 iabp ruptured. Iabp removed and pt went to the or for emergency CABG x 4. Pt stable after procedure.